Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Investigation conclusion: the customer reported that there were defective pcu (8015) keypads resulting in the devices not turning on was confirmed. Test results identified that the returned keypads¿ on keys were not functioning and the ac indicator lights did not illuminate. Device inspection: an external and internal inspection was performed on (qty 2, p/n tc10012515) and (qty 1, p/n tc10013664). External inspection of the keypads were observed to be in good condition with no irregularities observed. Internal inspection of the keypads found signs of fluid ingress where the flex cable meets the circuit layer. Cracks were also found on trace 19 and 20 for 2 of 3 keypads. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module 15530104 service history record showed the device had a manufacture date of 26mar2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 24nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only front case keypad assemblies were provided for the investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.